Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder ii were reported in a research article in a subject population with multiple co-morbidities including heart failure, hemolytic anemia, hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, stroke, chronic obstructive pulmonary disease, and atrial fibrillation. Complications reported included device embolization, perivalvular leak, off-label use, heart failure, perforation, surgical intervention, unexpected medical intervention (device snared), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous paravalvular leak closure: clinical outcomes and practical insights from a single-center experience in japan", was reviewed. This research article is a retrospective single-center experience to evaluate transcatheter paravalvular leak (pvl) closure in both mitral and aortic valves. The devices included in the study were amplatzer vascular plug ii, amplatzer duct occluder ii, occlutech paravalvular leak device. The article concluded that transcatheter pvl closure demonstrated acceptable procedural success and meaningful clinical improvement in a high-risk surgical population. Statistically significant improvements were observed in both echocardiographic and clinical outcomes, suggesting it confers a potential benefit in reducing symptoms and improving hemodynamic function. [The primary and corresponding author was gou hashimoto, division of cardiovascular medicine, toho university ohashi medical center, tokyo, japan, with corresponding e-mail: gou.hashimoto@med.toho-u.ac.jp.] This study included patients who underwent percutaneous pvl closure from 01 february 2014 to 04 march 2022. A total of 28 patients were included in the study, of which 87% (24) received an abbott device. The average age of the mitral group was 76 years. The average age of the aortic group was 70 years. The majority gender was female. Comorbidities included heart failure, hemolytic anemia, hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, stroke, chronic obstructive pulmonary disease, and atrial fibrillation.